Event description:
It was reported the during a laparoscopic nephrectomy procedure the surgeon fired the device and when the staple line was observed it had partially fired 1/3 of the staple line but cut the full length. The surgeon made a decision to convert to open to control the bleeding and continued the procedure. The surgeon also stated that after placing the device down the trocar it was difficult to open in order to fire the device. It is unknown if blood products were required for the patient or if they will spend additional time in the hospital. The patient is stable at this time. Additional information has been requested.

Manufacturer narrative:
(B)(4). Incomplete/interrupted firing. The ec45a device was received for analysis with no visual non-conformances and with a white cartridge reload present. The cartridge reload was received partially fired 1/3. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device performed as intended. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. A batch record review was performed and no anomalies were found during the manufacturing process.